Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported previous unrelated surgeries and other health issues including "bladder shrinks, inflammation, pain, feels like a uti, headaches, and concussion. No device malfunctions were reported. It is unclear at the time of this report if the uti was related to therapy and follow-up is being conducted. If additional information becomes available the report will be updated.